Event description:
Device 2 of 4. Reference MFR report #1627487-2012-12057, 12059, 12060. It was reported the pt has felt a burning sensation at her pocket site after the stimulation is on for 10-15 mins. The pt also reported that this has been happening for the last yr or so. It was reported the sensation goes away if the stimulation is turned down or off. It was also reported the pt has felt a burning sensation at her lead incision site. This was resolved on (B)(6) 2012 when the pt had cortisone shots at the lead incision site. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device model number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.